Event description:
It was reported that the leads needed a revision due to migration of approximately 1-2 vertebral bodies lower than the initial implant. It was unknown when the event occurred. The revision was cancelled and it would be rescheduled after insurance clearance. Information regarding the revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).